Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with trellis 6 120x10. The customer states that proximal balloon ruptured in the arterial sfa stent. The lytic didn't dissolve the clot because, the proximal balloon had burst. Physician ended up pulling the trellis catheter and angioplastying then put an overlapping idev stent at the distal end of the lesion and a protege at the proximal end of the stent. After the case sales rep, had the tech infuse saline through the aspiration port because mid case we couldn't see the proximal balloon inflated. The proximal balloon sprayed saline out.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.